Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 cubies were not on the bus. A field service engineer (fse) updated the firmware and removed sleep settings. Then fse rebooted, but issue was not resolved. The fse found that the station down was caused by a defective drawer controller board, a defective pmc (pyxibus module controller) board, and a faulty position sensor. The fse then replaced defective controller boards and position sensor to resolve the issue. The unit was tested in diagnostic hardware test application (hta) and verified with the customer to be working properly while in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed. Auxiliary drawer 4.1 and 4.2 were not detected on bus and main drawer 2.1 cubies failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.